Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that five secondary set drip chamber c60 experienced leakage. The following information was provided by the initial reporter: material no.: 515301, batch no.: unknown. Verbatim: the secondary drip chambers, c60, sometimes, not everytime will continue to drip with roller clamp closed.

Manufacturer narrative:
Additional information: d.4. Medical device lot #: 370258. D.4. Medical device expiration date: 10/31/2021. H.4. Device manufacture date: 7/24/2017. H.6. Investigation summary: one unused sample from lot 370258 was returned for investigation. The final product is assembled and packaged at a supplier site. We have provided the sample to the supplier for evaluation. Upon inspecting the product, there was nothing identified that could have contributed to the issue reported with the clamp. A device history review was performed and found no non-conformances associated with this issue during the production of lot 370258 . Upon reviewing batch records, product was found to have passed leakage testing per specifications. Based on the available information, we are not able to identify a root cause at this time. The supplier is looking further into this issue to reduce occurrences of this failure.

Event description:
It was reported that five secondary set drip chamber c60 experienced leakage. The following information was provided by the initial reporter: material no.: 515301 batch no.: unknown. Verbatim: the secondary drip chambers, c60, sometimes, not everytime will continue to drip with roller clamp closed.